Event description:
It was reported that this pacemaker was part of system revision due to infection. Reportedly, the field representative was informed that the patient will undergo an extraction procedure due to endocarditis. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.